Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
I could not remove the tampon-vagina [foreign body in reproductive tract]. The string broke on the tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon string broke. No serious injury reported.